Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("essure coil was found to be protruding from the cut ends of the tube, it had been severed in half. The piece of coil that was in the uterine cornua was grasped and pulled out through the trocar site"), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("heavy bleeding/abnormal bleeding general"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("auto immune disorder") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 1999 to 2009. Concurrent conditions included multiple allergies, nickel sensitivity, achilles tendon pain, vaginal discharge, acne, frequency urinary, uterine fibroid, ovarian cyst, flank pain and paratubal cyst. Concomitant products included doxycycline and fluconazole (diflucan). On (B)(6) 2009, the patient had essure inserted. In 2009, 5 years after insertion of essure, the patient experienced dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"). In 2009, the patient experienced hormone level abnormal ("hormonal changes"), nausea ("nausea") and alopecia ("hair loss"). In 2010, the patient experienced headache ("headache"). In 2012, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses") and abdominal distension ("heavy bloating"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), balance disorder ("neurological conditions or problems type: loss of balance"), uterine leiomyoma ("fibroids on uterus") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: severe allergies/nickel allergy") with dermatitis allergic, migraine ("migraines / headaches"), paranasal cyst ("cyst on right sinus"), acne ("acne"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling in arms and legs"), rash papular ("bumps on all over my neck"), myalgia ("pain in lower back kidney area"), diarrhoea ("diarrhoea"), pain in extremity ("pain in ankles and legs"), autoimmune disorder (seriousness criterion medically significant), breast mass ("lump but no pain"), muscle spasms ("muscle spasms"), asthenia ("weakness"), tremor ("tremors"), chest pain ("chest pain") and feeling cold ("icy cold feeling"). The patient was treated with antibiotics and surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, hydrosalpinx, genital haemorrhage, uterine haemorrhage, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, nausea, balance disorder, uterine leiomyoma, fatigue, weight increased, paranasal cyst, alopecia, acne, headache, arthralgia, hypoaesthesia, paraesthesia, rash papular, myalgia, diarrhoea, pain in extremity, autoimmune disorder, breast mass, muscle spasms, asthenia, tremor and chest pain outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, balance disorder, breast mass, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, hypoaesthesia, menstruation irregular, migraine, muscle spasms, myalgia, nausea, pain in extremity, paraesthesia, paranasal cyst, rash papular, uterine haemorrhage, uterine leiomyoma, uterine perforation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she claimed that essure worsened a previously existing injury/condition. She did not have a confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2014, abdominal x-ray, impression: unremarkable with evidence of radiopaque foreign body. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), bloating, fatigue, headache, dyspareunia, alopecia, abdominal pain, hydrosalpinx concerning the injuries reported in this case, the following one/ones were reported via social media:joint pain, numbness, paraesthesia, rash popular, pain in lower back kidney area, diarrhea, pain in ankles and legs, auto immune disorder, lump but no pain, muscle spasms, weakness. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received:the events joint pain, numbness, paraesthesia, rash papular, pain in lower back kidney area, diarrhea, pain in ankles and legs, auto immune disorder, lump but no pain, muscle spasms, weakness,icy cold feeling,chest pain,tremors were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), hydrosalpinx ("hydrosalpinx") and genital haemorrhage ("heavy bleeding/abnormal bleeding general") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple allergies and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. In 2009, 5 years after insertion of essure, the patient experienced dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"). In 2009, the patient experienced hormone level abnormal ("hormonal changes"), nausea ("nausea") and alopecia ("hair loss"). In 2012, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses") and abdominal distension ("heavy bloating"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), balance disorder ("neurological conditions or problems type: loss of balance"), uterine leiomyoma ("fibroids on uterus") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: severe allergies/nickel allergy") with rash, migraine ("migraines / headaches") and paranasal cyst ("cyst on right sinus"). The patient was treated with antibiotics, surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),) and surgery (pelvic surgery in or around (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, hydrosalpinx, genital haemorrhage, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, nausea, balance disorder, uterine leiomyoma, fatigue, weight increased, paranasal cyst and alopecia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, balance disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hydrosalpinx, menstruation irregular, migraine, nausea, paranasal cyst, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Event added as hormonal changes, severe allergies/ nickel allergy, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, loss of balance, rashes or skin conditions, fibroids, fatigue, lower abdominal pain, perforation (fallopian tube(s)), perforation (uterus), cyst on right sinus, weight gain, hair loss. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("essure coil was found to be protruding from the cut ends of the tube, it had been severed in half. The piece of coil that was in the uterine cornua was grasped and pulled out through the trocar site"), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("heavy bleeding/abnormal bleeding general"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("auto immune disorder") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 1999 to 2009. Concurrent conditions included multiple allergies, nickel sensitivity, achilles tendon pain, vaginal discharge, acne, frequency urinary, uterine fibroid, ovarian cyst, flank pain and paratubal cyst. Concomitant products included doxycycline and fluconazole (diflucan). On (B)(6) 2009, the patient had essure inserted. In 2009, 5 years after insertion of essure, the patient experienced dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"). In 2009, the patient experienced hormone level abnormal ("hormonal changes"), nausea ("nausea") and alopecia ("hair loss"). In 2010, the patient experienced headache ("headache"). In 2012, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses") and abdominal distension ("heavy bloating"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), balance disorder ("neurological conditions or problems type: loss of balance"), uterine leiomyoma ("fibroids on uterus") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: severe allergies/nickel allergy") with dermatitis allergic, migraine ("migraines / headaches"), paranasal cyst ("cyst on right sinus"), acne ("acne"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling in arms and legs"), rash papular ("bumps on all over my neck"), myalgia ("pain in lower back kidney area"), diarrhoea ("diarrhoea"), pain in extremity ("pain in ankles and legs"), autoimmune disorder (seriousness criterion medically significant), breast mass ("lump but no pain"), muscle spasms ("muscle spasms"), asthenia ("weakness"), tremor ("tremors"), chest pain ("chest pain") and feeling cold ("icy cold feeling"). The patient was treated with antibiotics and surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, hydrosalpinx, genital haemorrhage, uterine haemorrhage, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, nausea, balance disorder, uterine leiomyoma, fatigue, weight increased, paranasal cyst, alopecia, acne, headache, arthralgia, hypoaesthesia, paraesthesia, rash papular, myalgia, diarrhoea, pain in extremity, autoimmune disorder, breast mass, muscle spasms, asthenia, tremor and chest pain outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, balance disorder, breast mass, chest pain, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, hypoaesthesia, menstruation irregular, migraine, muscle spasms, myalgia, nausea, pain in extremity, paraesthesia, paranasal cyst, rash papular, tremor, uterine haemorrhage, uterine leiomyoma, uterine perforation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she claimed that essure worsened a previously existing injury/condition. She did not have a confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2014, abdominal x-ray, impression: unremarkable with evidence of radiopaque foreign body. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), bloating, fatigue, headache, dyspareunia, alopecia, abdominal pain, hydrosalpinx concerning the injuries reported in this case, the following one/ones were reported via social media:joint pain, numbness, paraesthesia, rash popular, pain in lower back kidney area, diarrhea, pain in ankles and legs, auto immune disorder, lump but no pain, muscle spasms, weakness quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc (product technical problem). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("essure coil was found to be protruding from the cut ends of the tube, it had been severed in half. The piece of coil that was in the uterine cornua was grasped and pulled out through the trocar site"), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("heavy bleeding/abnormal bleeding general"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("auto immune disorder") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 1999 to 2009. Concurrent conditions included multiple allergies, nickel sensitivity, achilles tendon pain, vaginal discharge, acne, frequency urinary, uterine fibroid, ovarian cyst, flank pain, paratubal cyst and body mass index normal. Concomitant products included doxycycline and fluconazole (diflucan). On (B)(6) 2009, the patient had essure inserted. In 2009, 5 years after insertion of essure, the patient experienced dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"). In 2009, the patient experienced hormone level abnormal ("hormonal changes"), nausea ("nausea"), alopecia ("hair loss") and acne ("acne"). In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: severe allergies/nickel allergy") with dermatitis allergic, migraine ("migraines / headaches") and headache ("headache"). In 2012, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses") and abdominal distension ("heavy bloating"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), balance disorder ("neurological conditions or problems type: loss of balance"), uterine leiomyoma ("fibroids on uterus"), weight increased ("weight gain"), paranasal cyst ("cyst on right sinus") and pelvic pain ("pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling in arms and legs"), rash papular ("bumps on all over my neck"), myalgia ("pain in lower back kidney area"), diarrhoea ("diarrhoea"), pain in extremity ("pain in ankles and legs"), autoimmune disorder (seriousness criterion medically significant), breast mass ("lump but no pain"), muscle spasms ("muscle spasms"), asthenia ("weakness"), tremor ("tremors"), chest pain ("chest pain") and feeling cold ("icy cold feeling"). The patient was treated with antibiotics, surgery (partial hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, hydrosalpinx, genital haemorrhage, uterine haemorrhage, menstruation irregular, abdominal distension, hormone level abnormal, allergy to metals, migraine, nausea, balance disorder, uterine leiomyoma, weight increased, paranasal cyst, alopecia, headache, arthralgia, hypoaesthesia, paraesthesia, myalgia, diarrhoea, pain in extremity, autoimmune disorder, breast mass, muscle spasms, asthenia, tremor and chest pain outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, acne, rash papular and pelvic pain was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, balance disorder, breast mass, chest pain, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, hypoaesthesia, menstruation irregular, migraine, muscle spasms, myalgia, nausea, pain in extremity, paraesthesia, paranasal cyst, pelvic pain, rash papular, tremor, uterine haemorrhage, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. She did not have a confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2014, abdominal x-ray, impression: unremarkable with evidence of radiopaque foreign body. Current weight as of (B)(6) 2018: 135 lbs. Approximate weight at time of essure placement: 118 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), bloating, fatigue, headache, dyspareunia, alopecia, abdominal pain, hydrosalpinx concerning the injuries reported in this case, the following one/ones were reported via social media:joint pain, numbness, paraesthesia, rash popular, pain in lower back kidney area, diarrhea, pain in ankles and legs, auto immune disorder, lump but no pain, muscle spasms, weakness quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet received. Event added: pain. Event outcome was updated for the event: cramping, pain, apareunia, dyspareunia, acne and fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("essure coil was found to be protruding from the cut ends of the tube, it had been severed in half. The piece of coil that was in the uterine cornua was grasped and pulled out through the trocar site"), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("heavy bleeding/abnormal bleeding general") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple allergies, nickel sensitivity, achilles tendon pain, vaginal discharge, acne, frequency urinary, uterine fibroid, ovarian cyst, flank pain and paratubal cyst. Concomitant products included doxycycline and fluconazole (diflucan). On (B)(6) 2009, the patient had essure inserted. In 2009, 5 years after insertion of essure, the patient experienced dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"). In 2009, the patient experienced hormone level abnormal ("hormonal changes"), nausea ("nausea") and alopecia ("hair loss"). In 2012, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses") and abdominal distension ("heavy bloating"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), balance disorder ("neurological conditions or problems type: loss of balance"), uterine leiomyoma ("fibroids on uterus") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: severe allergies/nickel allergy") with rash, migraine ("migraines / headaches") and paranasal cyst ("cyst on right sinus"). The patient was treated with antibiotics, surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),) and surgery (pelvic surgery in or around (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, hydrosalpinx, genital haemorrhage, uterine haemorrhage, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, nausea, balance disorder, uterine leiomyoma, fatigue, weight increased, paranasal cyst and alopecia outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, balance disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hydrosalpinx, menstruation irregular, migraine, nausea, paranasal cyst, uterine haemorrhage, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. She did not have a confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2014, abdominal x-ray, impression: unremarkable with evidence of radiopaque foreign body. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), bloating, fatigue, headache, dyspareunia, alopecia, abdominal pain, hydrosalpinx. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new reporters, patient ethnicity, concomitant disease, new events uterine haemorrhage and device breakage added.¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('essure coil was found to be protruding from the cut ends of the tube, it had been severed in half. The piece of coil that was in the uterine cornua was grasped and pulled out through the trocar site'), hydrosalpinx ('hydrosalpinx') and autoimmune disorder ('auto immune disorder') in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 1999 to 2009. Concurrent conditions included multiple allergies, nickel sensitivity, achilles tendon pain, vaginal discharge, acne, frequency urinary, uterine fibroid, ovarian cyst, flank pain, paratubal cyst and body mass index normal. Concomitant products included doxycycline and fluconazole (diflucan). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"), 5 years after insertion of essure. In 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced nausea ("nausea"), alopecia ("hair loss") and acne ("acne"). In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: severe allergies/nickel allergy") with dermatitis allergic, migraine ("migraines / headaches") and headache ("headache"). In 2012, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding general"), menstruation irregular ("irregular menses") and abdominal distension ("heavy bloating"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), balance disorder ("neurological conditions or problems type: loss of balance"), paranasal cyst ("tumor/ teratoma/cancer-type: cyst on right sinus") and pelvic pain ("pain") and was found to have uterine leiomyoma ("fibroids on uterus") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling in arms and legs"), rash papular ("bumps on all over my neck"), myalgia ("pain in lower back kidney area"), diarrhoea ("diarrhoea"), pain in extremity ("pain in ankles and legs"), autoimmune disorder (seriousness criterion medically significant), breast mass ("lump but no pain"), muscle spasms ("muscle spasms"), asthenia ("weakness"), tremor ("tremors"), chest pain ("chest pain") and feeling cold ("icy cold feeling"). The patient was treated with antibiotics and surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, hydrosalpinx, genital haemorrhage, uterine haemorrhage, menstruation irregular, abdominal distension, hormone level abnormal, allergy to metals, migraine, nausea, balance disorder, uterine leiomyoma, weight increased, paranasal cyst, headache, arthralgia, hypoaesthesia, paraesthesia, myalgia, diarrhoea, pain in extremity, autoimmune disorder, breast mass, muscle spasms, asthenia, tremor and chest pain outcome was unknown, the dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, acne, rash papular and pelvic pain was resolving and the alopecia had not resolved. The reporter considered abdominal distension, acne, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, balance disorder, breast mass, chest pain, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, hypoaesthesia, menstruation irregular, migraine, muscle spasms, myalgia, nausea, pain in extremity, paraesthesia, paranasal cyst, pelvic pain, rash papular, tremor, uterine haemorrhage, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. She did not have a confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. On (B)(6) 2014, abdominal x-ray, impression: unremarkable with evidence of radiopaque foreign body. Current weight as of (B)(6) 2018: 135 lbs. Approximate weight at time of essure placement: 118 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), bloating, fatigue, headache, dyspareunia, alopecia, abdominal pain, hydrosalpinx concerning the injuries reported in this case, the following one/ones were reported via social media:joint pain, numbness, paraesthesia, rash popular, pain in lower back kidney area, diarrhea, pain in ankles and legs, auto immune disorder, lump but no pain, muscle spasms, weakness . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added.event: otcome were updated to not recovered:hair loss.seriousness criteria for event genital hemorrhage and uterine hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("essure coil was found to be protruding from the cut ends of the tube, it had been severed in half. The piece of coil that was in the uterine cornua was grasped and pulled out through the trocar site"), hydrosalpinx ("hydrosalpinx"), genital haemorrhage ("heavy bleeding/abnormal bleeding general") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 1999 to 2009. Concurrent conditions included multiple allergies, nickel sensitivity, achilles tendon pain, vaginal discharge, acne, frequency urinary, uterine fibroid, ovarian cyst, flank pain and paratubal cyst. Concomitant products included doxycycline and fluconazole (diflucan). On (B)(6) 2009, the patient had essure inserted. In 2009, 5 years after insertion of essure, the patient experienced dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"). In 2009, the patient experienced hormone level abnormal ("hormonal changes"), nausea ("nausea") and alopecia ("hair loss"). In 2010, the patient experienced headache ("headache"). In 2012, the patient experienced dyspareunia ("dyspareunia/ painful intercourse/dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses") and abdominal distension ("heavy bloating"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), balance disorder ("neurological conditions or problems type: loss of balance"), uterine leiomyoma ("fibroids on uterus") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: severe allergies/nickel allergy") with rash, migraine ("migraines / headaches"), paranasal cyst ("cyst on right sinus") and acne ("acne"). The patient was treated with antibiotics and surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, hydrosalpinx, genital haemorrhage, uterine haemorrhage, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, nausea, balance disorder, uterine leiomyoma, fatigue, weight increased, paranasal cyst, alopecia, acne and headache outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, balance disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, menstruation irregular, migraine, nausea, paranasal cyst, uterine haemorrhage, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. She did not have a confirmation test performed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2014, abdominal x-ray, impression: unremarkable with evidence of radiopaque foreign body. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), bloating, fatigue, headache, dyspareunia, alopecia, abdominal pain, hydrosalpinx. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received, historical drug added, events acne and headache added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced hydrosalpinx and heavy bleeding (interpreted as genital bleeding), among non-serious events. These events are serious due to medical significance. Only heavy bleeding is anticipated in reference safety information for essure. The consumer had essure inserted since approximately 5 years when her complains started. She underwent a pelvic surgery but no details about the nature of the surgery, or its exact indication was provided. Hydrosalpinx is a blocked, dilated, fluid-filled fallopian tube which is frequently caused by a previous tubal infection (major cause), surgery-adhesions, endometriosis or local tumoral growth, that results in distal tubal occlusion and the accumulation of fluid within the tube. In this case, no data was provided about historical medical conditions or previous pelvic infections. Based on event's nature and lack of alternative explanation, causality between essure and hydrosalpinx cannot be totally excluded. Changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, in the absence of alternative explanation, causality between heavy bleeding and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required: pelvic surgery. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On (B)(6) 2014, 5 years and 30 days after starting essure, the patient experienced hydrosalpinx (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), dyspareunia ("dyspareunia/ painful intercourse") and abdominal distension ("heavy bloating"). The patient was treated with surgery (pelvic surgery in or around (B)(6) 2014). At the time of the report, the hydrosalpinx, genital haemorrhage, menstruation irregular, dysmenorrhoea, dyspareunia and abdominal distension outcome was unknown. The reporter considered hydrosalpinx, genital haemorrhage, menstruation irregular, dysmenorrhoea, dyspareunia and abdominal distension to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced hydrosalpinx and heavy bleeding (interpreted as genital bleeding), among non-serious events. These events are serious due to medical significance. Only heavy bleeding is anticipated in reference safety information for essure. The consumer had essure inserted since approximately 5 years when her complaints started. She underwent a pelvic surgery but no details about the nature of the surgery, or its exact indication was provided. Hydrosalpinx is a blocked, dilated, fluid-filled fallopian tube which is frequently caused by a previous tubal infection (major cause), surgery-adhesions, endometriosis or local tumoral growth, that results in distal tubal occlusion and the accumulation of fluid within the tube. In this case, no data was provided about historical medical conditions or previous pelvic infections. Based on event's nature and lack of alternative explanation, causality between essure and hydrosalpinx cannot be totally excluded. Changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, in the absence of alternative explanation, causality between heavy bleeding and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required: pelvic surgery. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.